Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump ring was missing. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer also reported battery issue. No further detail was given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at the printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No missing retainer, damage to the reservoir tube lip or the retainer noted during physical inspection.